Event description:
It was reported that the cartridge leaked insulin. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge, and a replacement cartridge was sent via a goodwill order as the original was unavailable for return management authorization.